Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI number is not available.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pulse generator exhibited far r-wave oversensing, resulting in auto-mode switch episodes. The programming changes were discussed but the physician decided to monitor the patient until the next in-clinic check. No further information was available.